Event description:
It was reported that, "the locking screw driver broke in the tip of the screw."

Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.